Manufacturer narrative:
The pump was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. However, the pump was also received with a blank display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had crack on left side badly scratched and dust in the display. No harm requiring medical intervention was reported. The device will be returned for analysis.